Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that the lancets would not fire using a one touch ultrasoft lancing device. The patient tests his blood glucose 4 times a day. He tests before and after breakfast and his main meal. His typical blood glucose levels are around "9.0 mmol/l". The patient takes 52 units of humalog mixed insulin every morning and 44 units in the evening before dinnertime. The patient does not adjust his insulin dosages based on his meter readings. He adjusts his insulin dosages based on how he feels. The patient has leukemia and is currently undergoing chemotherapy. A nurse visits the patient every day at 8:00 pm. The patient indicated that the alleged lancing device issue started in 2007. He could not recall when he was last able to test his blood glucose or what his last meter reading was. As a result of the alleged issue, the patient increased his insulin dosage(s) by 8 units. Two days later 2007, the patient's nurse found him "collapsed" at home around 8:00 pm. The patient reportedly had felt wobbly, sick, and like he was spinning. The patient mentioned that he passed out. The nurse immediately called the emergency "gp" and did not provide any medical treatment. When the patient's doctor arrived